Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized for a stomach wall infection. It was reported that the patient had the peg tube embedded into the stomach wall. The patient underwent a surgical procedure, and the surgeon removed the peg tube and cleaned out the stomach wall. The patient was prescribed unknown IV antibiotics in the hospital, and unknown oral antibiotics for home use. It was reported that the patient confirmed the infection has been resolved.